Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were fixing the patch in the intra-peritoneal in a laparoscopic hernia repair, a staple failed into the patient¿s abdominal cavity. They removed the staples by using a holder. The device was jammed shut and unable to fire. They replaced the patch to complete the case. This event caused the surgery to extend by more than 30 minutes. There was no patient injury.